Manufacturer narrative:
(B)(4). D10: medical product: femur cemented cruciate retaining (cr) standard right size 9: catalog#42502606602, lot#64101657; tibia trabecular metal two-peg porous fixed bearing left size f: catalog#42530007501, lot#62917433; articular surface medial congruent (mc) right 12 mm height use with tibia sizes e-f/cr femur sizes 8-11: catalog#42522100812, lot#63841791. G2: literature: c. Nakasone, I. Weber, c. Israelite et al., (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee (53), 264-272. Https://doi.org/10.1016/j.knee.2025.01.010. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
On 09-jun-2025, a journal article was retrieved from the knee (2025) that reported a prospective, non-randomized, multi-center study from the USA. The purpose of the study was to investigate the early radiographic, survival and clinical outcomes of a cementless tantalum metal tibial implant with a modular anatomic component. The study reviewed 148 implants, from seven research sites, between 2018 and 2020. A cementless persona trabecular metal tibia was implanted in all patients without the use of autograft bone paste slurry. With regard to the tibial component, 79 patients received a medial congruent vivacit-e component, 25 patients received a posterior stabilized polyethylene component, 25 patients received a posterior stabilized vivacit-e component, and 19 patients received an ultra-congruent vivacit-e component. The patella was resurfaced in 92 knees. The indication for surgery was arthritis, avascular necrosis of the femoral condyle, post-traumatic loss of joint configuration, moderate deformity, and/or the salvage of previously failed surgical attempts that did not include partial or full arthroplasty of the ipsilateral knee. The study population had a mean age of 63.3 years at time of surgery; 84 males/64 females. Follow-up radiographs were conducted at immediate post-operative, six weeks, six months, one year, and two years post-operative. It was reported that one patient experienced it band syndrome/snapping with right knee pain and underwent an intra-articular cortisone injection. Due diligence is complete as multiple attempts have been made; all available information has been provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. Corrected data: h6 component code. The product has not been returned. No product evaluation could be performed. The reported event is not related to the device; therefore, a review of the device history records and compatibility is not applicable. The root cause of the reported event is not device related. The iliotibial band is a multiple joint structure that originates at the tuberculum tubercle of the iliac crest and inserts at the anterolateral (gerdy) tubercle of the lateral condyle of the tibia. During a total knee procedure, the iliotibial band is pulled in excess laterally for a prolonged period to allow implantation of the devices. The pulling on the band leads to tissue lengthening and increased inflammation of the iliotibial band while maintaining integrity of the ligament. As the iliotibial band heals, the fibers can become fibrotic leading to painful scar tissue at the distal iliotibial band at the knee. Conservative treatment options for a tight it band includes physical therapy and site-specific mobilization and stretching. If a more invasive approach is required, surgery to release the iliotibial band tightness would occur. This signifies a procedure-related postop complication. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.